Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 682 mg/dl. The patient was vomiting and had large ketones. For treatment, the patient was provided intravenous (IV) fluids and insulin. The cannula was dislodged, while wearing the pod between 24 and 36 hours on the leg. The pod was discarded and the patient was discharged after 2 days.